Event description:
The pt called lifescan and alleged the one touch fastake meter would not power on. No medical attention was sought, no symptoms reported, or treatment given for high or low blood glucose. The customer care rep verified the meter would not turn on and the batteries had been changed in <1year. The meter was replaced and return expected.